Event description:
It was reported the device was used during a laparoscopic bilateral salpingo-oophorectomy procedure. It was reported the tr35w was loaded into the tsw35, closed and introduced into the patient. Upon opening the device the reload fell out into the patient. The device was retrieved laparoscopically. Another tr35w was opened and loaded into the tsw35 and worked fine. There was no consequence to the patient.